Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found. It was noted that the grommet was damaged.

Event description:
It was reported that the patient alert sounded, and the lead exhibited oversensing. The lead was checked in the operating room (or), and no issues were found. The physician found blood in the device header, and felt that the header may have been leaking. The device was explanted and replaced, and the lead is still in use. No patient complications have been reported as a result of this event.